Manufacturer narrative:
H10: an evaluation was performed by the service engineer (se), it was reported that the "oxygen device failed" (diagnostic code 1111) was confirmed in the event log; however, no abnormalities were confirmed. The se noted that the alarm occasionally occurs in case the leak value exceeds the tolerance of v60 at use of high-pressure oxygen even if there is no abnormality. The device was checked, cleaned, and tested for functionally. No parts were replaced.

Manufacturer narrative:
E1: reporting institution name: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1111 error code (oxygen device failed). The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. No medical intervention or delay in therapy were reported. No patient or user harm reported.